Manufacturer narrative:
Blocks a2/a3a/a4: the patient's dob or age at time of event, sex, and weight are unknown. This information was not available from the facility. Patient information regarding relevant tests/laboratory data or medical history are unknown. This information was not available from the facility. The lot number was not provided; thus, the following information are unknown: unique ID, expiration date, and manufacture date. The angiosculpt device was not returned by the facility, thus no returned product investigation was performed. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
The angiosculpt catheter was used to treat a severely calcified distal sfa. During use, the scoring element got caught on the non-philips guidewire. As a result, the angiosculpt and guidewire were removed as a system. The case was completed with no patient injury reported. This product problem is being submitted due to removal as a system. There is potential for harm if it were to recur.

Manufacturer narrative:
Block h3: the angiosculpt catheter was returned intact to a non-philips introducer sheath and a stopcock attached to the inflation port, but without the non-philips guidewire. Visual inspection found a damaged scoring element that detached from the intermediate bond and was pulled distally over the balloon. The scoring element remained intact at the distal bond, but some struts had detached, exposing sharp edges. Additionally, the transition tubing was wrinkled and accordioned, and the proximal shaft was kinked. During functional testing, the stopcock was removed, but the introducer sheath could not be separated from the angiosculpt. Further, a 0.014" laboratory guidewire was inserted at the distal tip and the guidewire exit port, but encountered resistance at the balloon. Block h6: based on the device evaluation, the damage observed may be due to user handling during the attempt to remove the angiosculpt from the introducer sheath. The cause of the angiosculpt getting stuck could not be determined since the guidewire was discarded by the facility. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.